Event description:
Complainant alleged that during training by facility staff, the device displayed a red "x" and would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.